Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. The medical condition of bone loss was not confirmed. Visual inspection of the as returned product identified wear and debris about the implant threads, and the collar is fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). The reported device has been received for evaluation. Investigation has not yet been completed. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant fractured at site #30 and the crown became loose. The implant was removed and site grafted. The patient will return for a replacement.